Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of having a stuck button alarm and the alarm could not be cleared. Customer changed the battery and the alarm cleared but indicated that the insulin pump is not delivering insulin correctly. Customer's blood glucose was 195 mg/dl at the time of incident. Troubleshooting found that the pump registered a bolus. Customer was advised to monitor the pump and call back if problems persist. No further details given.